Event description:
Report received of an independent rate change on the pump's secondary line. The pump was programmed to infuse 500ml of d5w/0.45ns with 20meq of kcl on the primary line at 80ml/hr. On the secondary line, two antibiotics were programmed alternately. At 8:00am, 107.5ml of vancomycin was hung on the secondary line at 54ml/hr. The infusion was documented in the patient's medical record as infusing 54ml during the 8:00am hour and 54ml during the 9:00am hour. At 10:00am, 62ml of meropenem was hung on the secondary line at 124ml/hr. These 2 antibiotics infused without incident. At 4:00pm, when the nurse went to hang another dose of vancomycin, the infusion rate on the secondary line was reported to be 114ml/hr. The nurse switched the rate to 54ml/hr and started the delivery. Approximately half-way through the dose, the nurse noted that the bag of antibiotic looked "mostly full". The pump indicated that 22ml had infused in this hour. The rate on the pump's secondary line was noted to be 114ml/hr. The nurse reporting the event stated: "I know this does not make mathematical sense, because this rate of delivery would have resulted in an overdelivery and not an underdelivery, but this is what happened". The nurse reprogrammed the rate to 54ml/hr. The remainder of the solution infused without incident. The pump was then removed from service. The patient did not experience any adverse effects. Though requested, there was no further information available.